Event description:
It was reported that immediately after the successful deployment of the stent and removal of the delivery system, the stent took an "hour glass" shape. Eventually, flow became constricted, resulting in surgical intervention. History: the stent was used to treat a stenosis in the sfa. Prior to stent deployment, pre-dilation was performed which resulted in an unsatisfactory result, with an eccentric restenosis and a distal dissection. After stent implant, post-dilation was performed, but there was a 30 to 40% residual restenosis. In the area of stent constriction, there was flow outside of the stent structure, which was reported to be a deformation the stent. However, both foot pulses could be felt. Approx three months post stent implant, angiography was performed and continues to show the stent deformation, but now demonstrated constricted blood flow. Both foot pulses still could be felt. An attempt to probe the stent with a guidewire failed. Therefore, the stent was surgically removed and the pt was treated with a vascular prosthesis.

Manufacturer narrative:
The review of the manufacturing records performed show that no remarkable incidents occurred. The explanted stent has been retained by the user facility. The event investigation is currently underway.